Event description:
It was reported that the ilet displayed repeated ¿unable to proceed¿ errors during the fill tubing process, including after a successful rewind and multiple dry run attempts, with the process halting around 3.2 units; troubleshooting confirmed the piston was fully retracted, the chamber was clear, and battery level was adequate, consistent with a device problem of complete blockage associated with the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related issue was identified during review, while the device behavior remained consistent with a complete blockage at the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.